Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. The device was found to produce an automatic output of "6" when another functional key was pressed. The keypad was determined to be the failing component. The failed keypad was replaced.

Event description:
It was reported that a spectrum pump had a "stuck key" on the keypad. Any patient involvement, injury or medical intervention is unknown.